Manufacturer narrative:
H3: product analysis ¿as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was returned within the phenom 27 catheter. ¿damage location details: the pushwire was returned extending out from catheter hub. In addition, the tip coil was deployed from catheter distal tip. The pushwire was found to be bent at from ~13.0cm to ~89.5cm from distal end. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The pipeline flex braid ends were found to be fully opened and damaged. In addition, the middle section of braid was found not fully opened and twisted due to damaged braid. No flash or voids molded were observed in the hub. The catheter body was found to be flattened from ~13.0cm to ~4.5cm from distal end. The catheter tip, marker band were examined; and was found to be flattened. No other anomalies were observed. ¿testing/analysis: the pushwire was pushed out from catheter without any issue. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. ¿ conclusion: based on the analysis findings, the pipeline flex was confirmed to have failure to open at middle as the middle section of braid was found not fully opened and twisted due to damaged braid. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. In addition, based on the analysis finding, the phenom 27 catheter was confirmed to be kink/damage as the phenom 27 catheter was found to be flattened and the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that the report of "tip end fatigue occurred" meant that when the stent guide wire was pushed forward, the stent did not move forward effectively, and an "accordion-like" change occurred at the catheter tip.

Event description:
Medtronic received information regarding a pipeline flex stent that failed to open in the middle section. The patient was undergoing a procedure for flow diversion treatment of an intracranial internal carotid artery (ica) unruptured saccular aneurysm. Dual antiplatelet treatment (dapt) was administered. Patient vessel tortuosity was moderate. It was reported that the pipeline and all accessory devices were prepared and catheter was flushed as indicated in the instructions for use (IFU). During deployment, the middle section of the pipeline stent did not open properly. The device was resheathed and redeployed but still failed to open fully so it was removed and replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 229103331). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the pipeline had been placed in a vessel bend when it failed to open. Healthcare provider (hcp) tried to retrieve it into the microcatheter and deployed it again in an attempt to open the pipeline. The pipeline was not resheathed. Tip end fatigue occurred with the phenom 27 microcatheter.

Event description:
Additional information received reported that the resistance was present at the distal end of the catheter.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361). Drawing(s) referenced: (B)(4) rev. F. As found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was returned within the phenom 27 catheter. Damage location details: the pushwire was returned extending out from catheter hub. In addition, the tip coil was deployed from catheter distal tip. The pushwire was found to be bent at from ~13.0cm to ~89.5cm from distal end. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The pipeline flex braid ends were found to be fully opened and damaged. In addition, the middle section of braid was found not fully opened and twisted due to damaged braid. No flash or voids molded were observed in the hub. The catheter body was found to be flattened from ~13.0cm to ~4.5cm from distal end. The catheter tip, marker band were examined; and was found to be flattened. No other anomalies were observed. Testing/analysis: the pushwire was pushed out from catheter without any issue. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. Conclusion: based on the analysis findings, the pipeline flex was confirmed to have failure to open at middle as the middle section of braid was found not fully opened and twisted due to damaged braid. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. In addition, based on the analysis finding, the phenom 27 catheter was confirmed to be kink/damage as the phenom 27 catheter was found to be flattened and the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.